Event description:
It was reported that the 2800 sys failed to boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power supply collimator node cable. The sys was tested and found to be working as intended and placed back into service.